Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implantation procedure, the patient was unable to see clearly and experienced occasional diplopia. The lens was explanted and replaced with a different lens during a secondary procedure. The clinical reason for the explant was identified as a refractive surprise. Additional information was requested.

Manufacturer narrative:
Additional information provided in d.9., d.10., h.3., h.6. And h.11. The lens was returned inside a plastic specimen jar. Viscoelastic was dried on the lens. The optic was cut into three portions (returned), typical of an insertion and removal. The lens was cleaned with klrp for further evaluation. No additional damage was observed to the cut portions of optic. A recheck of the power (sphere and cylinder) and resolution of the lens could not be conducted due to the lens was cut into multiple portions. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A qualified cartridge and handpiece were used. Viscoelastic information was not provided. It is unknown if a qualified viscoelastic was used. The product investigation could not determine the root cause for the reported visual complaint. The lens was returned cut into multiple pieces, typical in appearance to an insertion and removal. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. Clinical reason for the explant is refractive surprise. The toric monofocal 19.0 diopter lens was removed and replaced with an unspecified monofocal. It is unknown if the replacement monofocal was a toric monofocal. The replacement lens diopter was also not provided. The manufacturer internal reference number is: (B)(4).